Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.

Event description:
The patient tilted sideways, fell and injured his hip. He needs an artificial hip joint and is currently in the clinic. According to the event description he lost the balance and the device worked properly. Possible cause for the fall may be the use of an incorrect footwear.